Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was close to 300mg/dl and a correction bolus via the pump was delivered to address the bg level. A pump system check was performed and air bubbles were observed in the infusion set tubing and the occlusion was found to be within the infusion set tubing. During the system check, the customer accidentally went through changing the cartridge instead of only filling the tubing resulting in the customer having to reload the cartridge. During a follow-up, it was confirmed that the occlusion alarm was resolved.